Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photographic samples shows blood coming out of the are of the upper blood connection and the head area of the filter. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating at the level of the screw between the arterial line and the revaclear 500 set during hemodialysis therapy. The dialyzer did not have any visible damage and the leak is noted from the screw thread. The volume of blood lost was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.